Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and customer alleged pump alerts/reminder could not be heard. It was confirmed pump volume was set to high. Tandem technical support assisted customer with resetting the volume. Customer's blood glucose was 327 mg/dl.